Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was an inaccurate delivery of insulin. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09-jul-2019 with the following findings: a review of the pump¿s black box showed that according to the basal total daily dose history the pump was delivering the programmed basal rate until end of use on (B)(6)2015. During investigation, the required test steps for delivery accuracy were unable to be completed. The pump was returned with an unrelated unresponsive keypad and a dim, unreadable screen. The complaint of an inaccurate delivery issue was not able to be adequately investigated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.